Event description:
Device malfunction: none. Time of symptoms/ae: post-procedure. Symptoms/ae: narrowing of artery. It was reported that 3 months (2007) ago, two interventional catheterization procedures were performed on a diabetic patient, with 13 days between the procedures. An angiography was performed to check that everything was ok prior to closure. On the first catheterization, the right femoral artery was free of disease and a proglide was deployed with success. The second procedure was also performed via right femoral artery, and prior to close, the angiogram showed a narrowing on the artery, therefore, manual compression was performed. Though requested, no additional information is available at this time.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.